Event description:
The following has been reported: "problem: battery failure. Action: replaced battery with new one. Resolution: unit back to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.